Event description:
It was reported that the patient's vns registered a vbat<eos message upon interrogation. The patient had not been seen since the previous year, which was after a hysterectomy in (B)(6) 2015 and where no issues were found at that time. The patient had not perceived normal mode stimulation for some time. The output currents were programmed back on, and the patient then reported she could feel her normal mode stimulation. Besides the hysterectomy, the only other notable electrical event that could be identified was the patient was hit with a bug zapper in (B)(6) 2016. Follow up with the office of the treating nurse practitioner showed that the patient did not have any further surgeries or notable electrical events besides those already reported. From the available internal device data, it was calculated that the most likely date of disablement was in early (B)(6) 2016. To date, no information has been received to establish a link between the disablement due to vbat<eos and the surgery or electric event. The generator device history record was reviewed and found all specifications were met prior to distribution. No additional pertinent information has been received to date.